Event description:
It was reported the battery was out of order and needed replacement. No patient involvement reported at this time. Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an update from the source case indicate that the customer was sent a replacement battery under contract, addressing the reported issue. Based on the information available, the cause of the reported problem was a non-functional battery. The faulty battery was replaced. The customer was provided with a replacement battery under contract. It has been concluded that no further action is required at this time.